Manufacturer narrative:
(B)(4). Investigation summary: lot# 9033545 DHR was reviewed and no qn found. Manufacture records for lot #9033545 was reviewed, no abnormal was found. 7 pcs retention samples were checked on teardrop label visual inspection, teardrop label pull force and sealing performance test and all results meet the specification. Visual system 100% inspect if teardrop label side opening on assembly line and automatically removes the defect products. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: no need to open CAPA.

Event description:
It was reported that pen needle 31 g x 5 mm 14 pack package was unsealed and open. This occurred on 8 occasions before use. The following information was provided by the initial reporter: the customer reported that the needles were purchased in pharmacy were packed in two boxes of 14. After some of the products were used in this complaint, the remaining 8 needles were found to be unsealed and opened, which were reported to the drugstore, but the drugstore would not replace them remaining 8 needles were found to be unsealed and opened can be understood as tear drop label open noticed on 8 eas pen needle.